Event description:
The manufacturer received a call from a user of ds2 spouse advising the patient passed in (B)(6) 2024 away due to health issues not due to the device and they would like to return the device. The manufacturer has received the device. Upon evaluation of the device no valid complaint to be reproduced. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.